Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample tested on the cobas pure c 303 analytical unit. The initial result was not reported outside of the laboratory. The initial result was 171.8 mmol/l. The repeat result was 141.5 mmol/l. The repeat result was deemed correct. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer stated that the calibration and qc were within specifications. They found a needle in the washing station that made "random drops fall." The field service engineer cleaned the sample needle and verified that it is within specifications. He also verified the cups. He performed mechanical checks with successful results. Qc was performed with successful results. The investigation determined that the event was caused by a maintenance issue.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.